Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of fistula complication, skin tear from the surgical steri strip, cellulitis on right arm, peritonitis with culture positive for serratia and peritonitis with culture positive for candida unknown in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date, dianeal and extraneal therapies were withdrawn. During a call with baxter customer services, the following was reported. On an unreported date, the patient had a fistula complication further described as the fistula was in too deep and needed to be raised up. On (B)(6) 2012, the patient had a fistula surgery on the right arm. On (B)(6) 2012, the patient developed cellulitis on the right arm due to a skin tear from a surgical steri strip. The patient was treated with vancomycin 1g twice a week for two weeks. On (B)(6) 2012, the patient recovered from cellulitis. On that same day, the patient developed serratia peritonitis and was hospitalized for the event. On an unknown date, the patient began treatment with piperacillin and fortaz for the peritonitis. On an unknown date, piperacillin and fortaz were discontinued and the patient was started on cipro orally. On (B)(6) 2012, the patient was discharged. On (B)(6) 2012, a peritoneal effluent culture performed was negative for serratia but showed unknown candida. The cause for serratia peritonitis and candida unknown peritonitis was unknown. On an unreported date, the patient was treated with diflucan. On (B)(6) 2012, the pd catheter was removed. On (B)(6) 2012, the patient was started on hemodialysis therapy. At the time of this report, hemodialysis was ongoing. On an unreported date, the patient recovered serratia peritonitis. The outcome of the fistula complication and skin tear from the surgical steri strip was not reported. At the time of this report the patient was recovering from the event of candida unknown peritonitis. Per the nurse, the events were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot numbers 12g18h25 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). On (B)(6) 2013, follow up information was received related to this event. Additional information: it was reported that the first occurrence of peritonitis was caused by touch contamination. After recovering from the event, the patient experienced a case of fungal peritonitis. The cause of the fungal peritonitis was unknown but believed to be caused by chronic antibiotic use. The patient was treated with oral fluconazole, 200 milligram daily, (previously described as diflucan) for the event of fungal peritonitis. On a later date, the patient recovered from the second case of peritonitis. It was further reported that the patient experienced an abscess on their buttocks and was treated with oral bactrim, twice daily, for the event. On a later date, the patient experienced an arteriovenous (av) fistula site infection on their right arm (previously reported as cellulitis on right arm). The patient was treated with IV vancomycin, 1 gram twice a week for 2 weeks, for the av fistula site infection on their right arm. The patient recovered from the av fistula site infection and abscess on their buttocks. The investigation related to the peritonitis caused by the touch contamination can be found documented in report 1416980-2012-06299. Should relevant additional information become available, a follow-up report will be submitted.